Event description:
It was reported that since 2007 testings have been showing unsteady impedances. According to the testing carried out on (B) (6), 2009, 7 electrodes have the status hi. The hearing sensation was unchanged at that time. The mother of the patient doesn't know about a fall, but she can't exclude. The patient is multiple handicapped (among others wildervanck-syndrome) and has a cardiac defect.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.